Event description:
It was reported that during a fistulagram in an eptfe graft, after the 3rd inflation using an inflation device, the balloon would not deflate. To what atm's it was inflated to is not known. The doctor punctured through the skin to try and deflate the balloon. Once he thought it was deflated, he stared to pull it out. It was discovered that it had not been completely deflated and was removed halfway in the sheath and halfway out of the sheath. Once it was pulled out, it left an 8mm hole in the graft, that required suturing to repair. The doctor then had to put in a temporary dialysis catheter, as they could not use the graft for up to a week after it was repaired. The patient is doing fine at this time.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. The current IFU (instructions for use) for this device states: precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.